Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by a failed infusion set, or some other failure along the fluid pathway resulting in insufficient insulin delivery. Event logs also indicate that the user failed to maintain the device to allow for continuous insulin delivery by not replacing the cartridge when empty and not resorting to an appropriate back up therapy method, resulting in insufficient insulin delivery.

Event description:
On (B)(6) 2024 an ilet user's nurse reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user was hospitalized due to a severe hyperglycemic event with a bg level of 600 mg/dl. The user's bg levels remained elevated for over 48 hours. The hospital staff at the user's facility called an ambulance for the user. The user is not sure what happened or what caused their bg levels to go high. The user did not report using any back-up therapy, and hospital staff administered IV insulin to bring down the bg levels. The user did not undergo ketone testing. The user did not experience significant immediate health effects but reported mild dizziness. The user was admitted to the hospital and received care until (B)(6) 2024 when they were ready for discharge.